Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that screen display was frozen and struck. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue screen. A field service engineer observed that after rebooting, the station was slow to respond. It was found that disconnecting the network cable during the reboot process helped improve the reboot speed. Verified functionality in the application, confirming that the system responded normally after the reboot and the issue did not recur. The system functioned as intended after the field service engineer repaired the device.